Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) failed. A field service engineer (fse) found no failed device to recover, and the pharmacist did not have the keys. The fse disconnected the srm auxiliary cable and instructed a user to remove the medications. The fse then failed the drawer, reconnected the auxiliary cable, and recovered the device. A user verified that the unit was operational. The fse cleaned and greased the latch microswitches, recalibrated the temperature, and confirmed it was accurate. The fse then ran the firmware updates, rebooted the unit, and tested it in the hardware test application (hta), which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.